Event description:
Rn accessed port with access system, then found patient's gown to be soaking wet several minutes later. Access system found to be split at tubing end. No air entered patient. Access system removed and new one obtained. Port accessed without issue. Manufacturer response (as per reporter) for infusion set, liftloc* safety-winged infusion setunknown